Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous coronary angioplasty was being performed on a moderately tortuous and mildly calcified lesion in the left anterior descending coronary artery. Resistance was encountered while advancing. A 2.25 x 16mm synergy stent was deployed. Post implant, a dissection was noted. A second stent was implanted to cover the dissection. The patient was stable at the end of procedure.